Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n381303, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n481262, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported during a spinal cord stimulation implant when the leads were first placed, the 0-7 lead showed impedance for three contacts high and out-of-range. The physician switched the tails of the lead so that lead was then in the 8-15 port and the three contacts still showed high impedance. The physician then replaced the lead and the impedance issue resolved on that lead; however, when both leads were retested, the other lead showed impedance on all contacts high and out-of-range. It was noted that impedance on 0-7 was out-of-range when ran at 0.7 volts and 3.0 volts, there were normal when the electrodes on 8-15 were out-of-range. The 8-15 electrode impedance values were within normal range. The physician decided to close and see if the impedance lowered on its own in a couple days. Once the patient was in recovery and lying supine on a stretcher the manufacturer representative ran another impedance check and tested the patient¿s stimulation. All numbers were within normal range and stimulation was felt in the desired area bilaterally. The impedance issue resolved and everything was checking out normally. The manufacturer thought they were just getting a false positive due to fluid in the epidural space, but was not sure of the exact cause. They were not sure if there was fluid or bacitracin irrigation that tracked down into the epidural space causing high impedance, but the manufacturer representative and physician determined that the impedance values were giving a false negative. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.